Manufacturer narrative:
Device manufacture date is not available at time of filing. A medtronic representative went to the site to test the equipment. Testing revealed that the system was functioning as intended. No parts were replaced in the maintenance.

Event description:
Medtronic received information regarding a navigation device being used for a sacroiliac and thoracolumbar procedure. The issue occurred intraoperatively during the navigate task and caused a delay of less than one hour to the surgery. It was reported that there was an alleged inaccuracy during a spine case. The site did 2 spins with 1 frame, 1 in the lumbar spine and 1 in the thoracic spine. 2 screws were placed using the first spin in the lumbar area with no issues. Once the site switched to the thoracic area, trajectory 2 view was accurate however trajectory 1 was off by 1cm laterally and inferiorly. The site aborted navigation and used a c-arm to complete the surgery. There was no impact on patient outcome.

Manufacturer narrative:
Correction: two supplemental regulatory reports inadvertently filed MDR 1723170-2018-03915 as sequence number 1 & 2. Refer to those two reports for additional information into reported issue.